Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the total laparoscopic nephrectomy procedure, the patient had blister and rash level on sacrum and buttocks.